Manufacturer narrative:
At this time no conclusions can be made. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. The cause of the patient postoperative complications cannot be determined at this time. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
On (B)(6) 2015 - patient was implanted with a bard ventralight st for the repair of an incisional hernia. No less than a year had passed before patient started experiencing pain radiating from his abdomen and neuropathy. Thereafter, patient's physicians elected for a repair surgery of the recurrent hernia. On (B)(6) 2017 - patient underwent repair surgery. Upon entering the abdominal cavity, the surgeon noted that the bard ventralight mesh (st) had failed and repaired the recurrent hernia with another bard ventralight (st) mesh. Patient has suffered pain, neuropathy, scarring, and will continue to suffer physical pain and mental anguish from his hernia mesh injury. As a result of having the bard ventralight (st) mesh implanted, patient has experienced significant mental and physical pain and suffering and mental anguish, has sustained permanent injury, has undergone medical treatment and will likely undergo further medical treatment and procedures and other damages. The ventralight (st) mesh was defective.